Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during a routine post-operative checkup, it was noticed that slippage occurred on one caudal monoaxial screw. Reports reoperation will be necessary to correct the initial correction again. However, the date of the reoperation has not been determined.

Manufacturer narrative:
While it was initially identified that the caudal monoaxial screw was available, three requests for sample return were made without return of the device. A review of the device history record (DHR) could not be conducted as the product code and lot code are unknown. A 12-month review of the complaint trend analysis for the monoaxial screw was conducted on the product family from this complaint file based on a similar geometric design, material composition, and functionality of the screw. No system complaint trend was identified requiring further action. Without the return of the monoaxial screw we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If the device is returend or information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not made available for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.